Event description:
Pt. States needle bends when using. Needs to poke himself many times which leave holes on skin. Not as sharp causing more pain. Symptoms: 1 product defect. Dose or amount : 1, frequency: prn, route: sq.